Event description:
The customer reported there was a pinhole on the subject device. It was observed after the procedure that it was "lumpy". There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation of the device (coating peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to stress applied during use, external factors, or handling of the device. However, a definitive root cause could not be determined. The reported issue (pinhole) was confirmed. There was a leakage due to the pinhole on the bending section cover. In addition, service found the insertion tube was crushed, the displayed image was cloudy, the angulation was out of specification, and the boot was cut. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.